Event description:
It was reported that sensing anomaly and no capture was observed on the right ventricle. Lead was repositioned. Presence of fluid in the pericardial sac was observed during eco analysis. The physician performed a pericardiocentesis. At the end of the procedure, eco showed no presence of fluid the pericardial sac. The patient was reported in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.